Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The iol model/diopter was not provided, it is unknown if a qualified model was used. An company handpiece was indicated with a non-company viscoelastic, which is not qualified for this model cartridge use. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation procedure, something was adhered on the iol injected through cartridge. Adhered material was removed from the eye in the same surgery. There was no patient harm. No additional information available.